Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the hospital staff encountered an issue with the 0-degree endoscope plus. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was an inverted image. The endoscope moved freely with uncontrolled motion. The event did not involve a reversed control on system arms. There was no material missing/ detached from the portion of the device that enters the patient¿s body. There was no image, and it was unable to take a photo. There was no physical damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. The probable root cause of this binding is attributed to component susceptibility to increased friction. The endoscope was visually inspected and found with minor cut to the cable insulation. The damage was located at zone a near integrated connector of the endoscope cable. The root cause for camera cables - c -zone a is typically attributed to the user, such as improper handling of the cable during use or in reprocessing. The endoscope was tested and place on an in-house system for cable testing and failed due to wahoo paddle board (wpb) defect. While a definitive root-cause cannot be established for the video error since the reported complaint was not replicated during in-house testing, the potential root cause for this failure can be attributed to a loose, improperly seated, or degraded connection at the endoscope port or with the endoscope connector itself.